Event description:
On 9/25/1997 the account reported a falsely elevated ck-mb result of 15.1 ng/ml on a patient, who had a previous ck-mb result of 2.6 ng/ml. A third sample on the patient gave a result of 1.5 ng/ml. The second result was questioned by the technician running the third sample and the second sample was retested, giving a result of 2.5 ng/ml. The second sample was serum and had clotted between the original run and the retest. The account believes the second sample may have clotted in the sample cup during the original run. The patient was not treated based upon the falsely elevated result. No report of injury.

Manufacturer narrative:
Complaint evaluation: a customer return was not received. In order to investigate this complaint, a calibration curve was run followed by a mode-1 run, using the same reagent as the customer. This was performed on one imx to determine if any controls or panels were elevated. A summary of the investigation indicated all controls and panel values were within the package insert ranges. All of the panel values were within the in-house specifications. No corrective action is necessary. This is the final report.